Event description:
It was reported that one day post implant, the right atrial lead exhibited undersensing. The lead was reposition successfully. The patient was in good condition after the procedure.